Event description:
Reporter noted system stopped working and displayed error message for adjustment to supply source pressure. System was changed out to complete procedure, causing a ninety minute delay. Pt had corneal edema and inflammation post-op, but should recover gradually.